Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one ultramini meter read inaccurately high. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. On (B)(6) 2013, at 4:40 a. M., the patient stated she woke up with symptoms of ¿shakiness and sweaty¿. This prompted the patient to test her blood glucose and she obtained a result of ¿225 mg/dl¿ with the subject meter. The patient stated, an hour later, she began to develop ¿chest pain¿, so she went into urgent care at 7:45 a. M. The patient reported that a health care professional (hcp) did ¿blood work, checked her heart, and advised her to go to the hospital¿. The patient¿s husband drove her to the hospital and she stated the hcp¿s continued to run tests to ¿check her heart¿. At 1:30 p. M., the patient¿s blood glucose was tested and she obtained a result of ¿88 mg/dl¿ with the hospital meter. The patient stated she had some food and coffee before the hcp was able to test her blood glucose. It is not known if the patient received any further treatment while she was at the hospital. The patient manages her diabetes with oral medication (glumetza, 500 mg) and insulin (levemir, unknown dosage). On (B)(6) 2013, at 10:00 p.m., the patient had taken an increased dose of insulin (levemir, 35 units) in response to a blood glucose result she had obtained at the time. The patient did not provide the result obtained with the subject meter, but mentioned it¿s been ¿reading higher than normal¿. At an unspecified time on (B)(6) 2013, the patient stated she obtained a blood glucose result of ¿301 mg/dl¿ with the subject meter and ¿129 mg/dl¿ from another device (doctor¿s meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%.during troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the test strips the patient was using were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.